Event description:
A caller reported an issue with a continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level as no specific values were provided. For resolution, technical support guided the caller through a pump reset process, after which the error did not reappear, and the caller successfully started a new sensor session.